Event description:
A report was received that a patient underwent a pocket revision procedure. The patient had lost a significant amount of weight, and the pocket was uncomfortable. Patient's weight loss was not device-related. During the procedure, the physician relocated the pocket. The patient is reportedly doing well following the procedure.